Manufacturer narrative:
The insulin pump passed the displacement, rewind and basic occlusion tests. There was no motor error alarm during testing. The insulin pump was unable to prime during priming test due to moisture damage on the force sensor resistor. There was no excessive no delivery alarm on the insulin pump during testing. The motor was tested outside of the device and passed. The insulin pump was received with cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads, cracked display window and stained end cap sticker.

Event description:
Customer reported via phone call motor error alarm and excessive no delivery alarm. Troubleshooting for no delivery was performed. Customer advised they received a motor error alarm and it is followed by a no delivery alarm. Troubleshooting for motor error alarm was performed. Customer advised they were able to rewind and fill tubing with no issues, although drips were coming out of the tubing. Customer's alarm history showed multiple motor error alarms. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.